Event description:
It was reported that the ilet user and caregiver sought assistance after an infusion set insertion attempt failed when the applicator was not fully retracted, causing the site to come off; after guided troubleshooting and education, a new site was placed and insulin delivery was resumed. There were no reported adverse clinical effects. Outcomes included no reported impact on health, no alarms, and successful continuation of therapy after site change. Investigation included customer education, troubleshooting of infusion set insertion technique, and verification of resumed delivery. Investigation of this case revealed user technique error during infusion set deployment, with no device malfunction identified and the issue resolved by replacing and correctly deploying the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was user error related to infusion set insertion technique.